Event description:
It was further reported that the svc alarm was programmed off as the rv lead is a single coil lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a false alert for lead impedance out of range. The analyst noted that an out of trend subthreshold lead impedance alert occurred on (B)(6) 2014. There is a single anomalous superior vena cava (svc) lead measurement on (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) coil impedance. However, the patient has a single coil lead in situ with the svc pin port currently plugged. The rv lead currently remains in use. No patient complications have been reported as a result of this event.